Event description:
Following a laparoscopic anti-reflux procedure, a patient required a MRI leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair with mesh and 0.7t MRI compatible linx device implantation occurred without issue in 2015. Patient underwent 1.5t MRI on an unknown date. Device explant due to MRI occurred without issue on (B)(6) 2018. Device found in correct position at the time of removal. A second linx device (model: lxmc17, lot # 19343) was implanted at the time of surgery.